Event description:
A customer reported a readings issue on their adc meter while using an affected test strip lot. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
On (B)(6) 2010, a baxter medical information specialist received a call from a facility dialysis technician reporting a patient reaction using a xenium xph170 dialyzer during hemodialysis therapy. During a follow up call on (B)(4) 2010, the technician indicated one patient had experienced reactions on 5 separate dates during use of a new xenium dialyzer on each date. On the (B)(6) 2010 event date, the patient's blood pressure dropped at the end of therapy. The patient complained of feeling dizzy, confused, lightheaded, weakness and had developed restless leg syndrome. Components of therapy included: tylenol, heparin (the dose given was a 3000 unit bolus and a 1200 units per an hour). The patient's blood was rinsed and returned to the patient with extra fluid (saline). The therapy was stopped. The patient was released to home. This is the second event. The samples were discarded and there are no companion samples available.

Manufacturer narrative:
(B)(4). Nipro batch and retention sample review indicated: no abnormality was found in the records or findings of the biological tests performed for the lots in the release inspection. Baxter has conducted a trend review and found that similar reports have been received for the reported problem baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded; therefore, no evaluation was performed. The lot number is unknown; therefore, a batch review could not be performed. Should additional information become available, a follow up report will be submitted. Baxter has received similar reports of patient reaction.